Event description:
It was reported that there was concern this pacemaker was exhibiting premature battery depletion, as the estimated longevity was 4.5 years remaining in (B)(6) 2020 and now is showing 1 year remaining. Data analysis confirmed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and a supplemental report will be issued.

Event description:
It was reported that there was concern this pacemaker was exhibiting premature battery depletion, as the estimated longevity was 4.5 years remaining in july 2020 and now is showing 1 year remaining. Data analysis confirmed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Additional information received indicates this pacemaker has since been explanted and replaced. No additional adverse patient effects were reported.